Manufacturer narrative:
(B)(4) the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured during cleaning. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as the returned tasp was fractured, exhibits signs of repeated use ( nicked or gouged ) with the post feature fractured off and a small piece fractured off the post which was not returned. DHR was reviewed and no discrepancies were found. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. Root cause is considered to be a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.